Event description:
Additional information has been received indicating the patient is "doing fine." The site was not able to provide the most recent vns diagnostics. No additional information was provided.

Event description:
Additional information was received indicating that the increase in seizures is below the pre-vns baseline seizure frequency. The site indicated to a manufacturer representative that the seizures are believed to be a result of the battery approaching end of service. Attempts for additional information have been unsuccesful to date.

Event description:
It was reported that the patient's vns generator was replaced due to end of service. The explanted generator was returned and underwent analysis. The generator performed to specifications and no anomalies were found. It was not at end of service. Follow-up with the surgeon's office found that the patient was referred for vns replacement due to a loss of seizure control. They did not have any further information to provide. Attempts for additional information from the referring neurologist are in progress.